Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 analytical unit the initial result was 328 pg/ml. The repeat results were 10 pg/ml with a data flag and 11.5 pg/ml.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
Due to the limited information provided, no clear root cause for the event could be found. A general reagent problem was not present, because the qc prior to the event was within ranges.